Event description:
It has been reported to philips that system had startup issue. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found issue on host pc. The fse replaced the host pc and system was returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found issue in host pc. The fse replaced the host pc. After replacement of host pc. System was returned to use in good working order. The codes were updated based on the investigation outcome.